Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es bio-ID was not working. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working. A field service engineer reseated the universal serial bus cable for the bio ID scanner and verified proper operation in diagnostics to resolve. The system functioned as intended after the field service engineer repaired the device.